Event description:
In (B)(6) 2013, I had essure placed and had the dye test performed with successful outcome of no dye passing through three months after the initial procedure was performed. This confirmed successful sterilization. In early (B)(6) 2015, I had a positive pregnancy test. On (B)(6) 2015, I went to the ed with severe abdominal pain. I was informed I had an ectopic pregnancy that caused my fallopian tube to rupture. I was bleeding into my abdominal cavity and had to have an immediate emergency surgery. During the surgery, the physician identified that the essure coil had perforated through my fallopian tube at some time prior to the pregnancy, which allowed for the sperm to pass through the fallopian tube and led to the ectopic pregnancy. By having ensure and receiving a successful f/u three months later this event should not have occurred. The coil perforating the fallopian tube, the ectopic pregnancy, the ruptured fallopian tube and the emergency surgery could have all been avoided if this medical device functioned properly and, more importantly, safely for consumers like myself and so many others who had done this. If proper f/u testing would have been completed, I would have never had this procedure potentially. I am glad I am safe and alive with my family still, but the emotional, physical and mental distress this cause is very unfortunate, in addition to the unnecessary medical bills.